Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to adverse event and product problem. Type of reportable event from malfunction to serious injury. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/06/2017 as follows: patient received an implant on (B)(6) 2006 prophylaxis for pulmonary embolism. Patient is alleging vena cava perforation, hamstring pain and possible erectile dysfunction due to filter. Patient alleges an initial attempt to retrieve the filter failed, resulting in an open surgery to remove the filter on (B)(6) 2011.

Manufacturer narrative:
The following fields are updated. Lab data: medications. Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, vena cava perforation, difficult to retrieve, hamstring pain, erectile dysfunction'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported erectile dysfunction is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2006. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.